Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that prior to a recanalization procedure, the expiration date in kit was allegedly not the same from date on the box. There was no patient contact.

Event description:
It was reported that prior to a recanalization procedure, the expiration date in kit was allegedly not the same from date on the box. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo were provided for review. The investigation of the reported event is currently underway. H10: d4(expiry date: 07/2022), g3. H11: h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows the flowmate procedural kit boxes and the components of the flowmate procedural kit. Per the drawing for the flowmate procedural kit, this is a kitted product and the original manufacturing labels do not get over labeled; the facility that packages the components only places a label on the master carton (outside box). The user should reference the label on the master carton for expiration date purposes. Therefore, the investigation is unconfirmed for the labeling issue. A definitive root cause for the alleged labeling issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2022), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, expiration date in the kit was allegedly not matching with the date on the box. There was no patient contact.